Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00129.

Event description:
Allegedly without trauma or special burden sudden pain of the right hip joint while bending of the right leg. Neck fracture of the profemur stem. Revision has taken place. Add'l info rec'd (B)(4) 2014: the complete hip was revised.